Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated the single lead octrode was explanted.

Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-02322, related manufacturer reference number: 1627487-2021-02323. It was reported that patient was experiencing ineffective coverage of therapy. As a result to address the issue patient is awaiting surgical intervention wherein additional lead will be placed.